Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument for failure analysis (fa). The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a green stapler reload installed. The instrument was found to have a blocked radio frequency identifier (rfid)-chip due to the use of the manual release knob (mrk). After resetting the rfid-chip, the instrument was recognized by the system again. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the clamping test. The firing test was done and passed. The instrument was fully functional. No product issue was longer identified. Additional information: isi received the white sureform 45 reload for fa. The stapler reload was found to have the knife exposed within the knife track. Log review does confirm firing failure. Additionally, the knife was exposed towards the middle of the stapler reload. The knife was discovered to be dislodged from its track, resulting in it becoming lodged in the cartridge. This caused the observed damage to both the cartridge and the knife. The stapler reload was found to have loose staples stuck in front of the knife. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 45 curved-tip stapler instrument was installed on the system twice and fired 2 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. There was no unclamping event shown in the logs. Approximately 10 minutes later, the grip release tool was detected on the instrument, represented by an error code. The e-stop was not detected, so another error code was also shown in the logs. As a result of the grip release, the instrument was force expired by the system, represented by an error code in the logs. There were no additional errors pertaining to the use of the instrument in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred while stapling a vein in the upper lobe using a sureform 45 curved-tip stapler instrument with a white sureform 45 reload. During the firing sequence, the stapler instrument intermittently paused to apply tissue compression, then abruptly stopped mid-sequence. An error message was displayed stating ¿tissue too thick¿ and recommended switching to a blue stapler reload. However, after the stapler instrument was fired on the vein, it became ¿stuck¿ and could not be removed as intended. As a result, the procedure was converted to a thoracotomy. Handheld vessel clamps were applied to the vein, and the stapler instrument was manually twisted in order to remove it. Additional information has been requested; however, no response has been received.